Event description:
It was reported that during a lap sigma procedure, the device would not open. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.